Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked at the site where the tubing connected to the patient. There was no patient harm.